Event description:
It was reported that the 30 degree endoscope had a missing screw on handle part. There was no report of patient involvement.

Manufacturer narrative:
The 30 degree endoscope has been returned and evaluated by failure analysis (fa) team. Fa confirmed the reported issue of a ''missing screw on handle part". The endoscope was found to have a missing screw on the endoscope housing.